Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the cardiac catheterization procedure was being performed when the issue occurred and was completed by restarting the system several times with a delay of 1 hour. Customer reported to philips that the system gave an alert indicating the footswitch was inactive. As part of troubleshooting, the philips remote service engineer (rse) reviewed log files and found footswitch errors. The cause of the footswitch failure was not conclusively determined by the supplier's part analysis, however, found other failure as bracket was loose, one anti slip was missing, connector connection plate was bent upward. To resolve the issue, the philips field service engineer (fse) replaced the footswitch, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the footswitch was inactive, impacting imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.